Event description:
The following information was provided: this pi is for the 2016 revision. Patient had a right primary tha outside of cors scope. Patient had mechanical failure with metallosis at the trunnion, was revised on (B)(6) 2016. (Entered cors). All components where exchanged except cup. Patient presented instability, had 2nd revision on (B)(6) 2024, with off-label components. Cup, mdm components, sleeve and head were exchanged.